Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and damage was noted. The first and second struts on the proximal end is lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 09may2018. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 18mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 2.5mm in diameter distal right coronary artery. Following pre-dilatation with a 2x10 balloon catheter, residual stenosis was 90%. Subsequently, a 20x2.50mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.